Manufacturer narrative:
The devices were not returned for evaluation; as they were discarded at the hospital. Without return of the units it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided, therefore review of the manufacturing records could not be completed. The 510k number is unknown at the specific model number was not able to be obtained.

Event description:
It was reported that the balloons of three separate fogarty catheters would not deflate during testing prior to use in patient. Unfortunately, no other specific details could be provided, as the event occurred some time ago and the report was obtained during discussion of another event. The catheters are not available for evaluation as they were discarded by the customer.